Event description:
This case was initially received via regulatory authority (reference number: mw5082815) on 30-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pollakiuria ("frequent urination"), feeling abnormal ("brain fog"), insomnia ("sleeplessness") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the allergy to metals, pollakiuria, feeling abnormal, insomnia, weight increased and alopecia had resolved. The reporter considered allergy to metals, alopecia, feeling abnormal, insomnia, pollakiuria and weight increased to be related to essure. The reporter commented: an injury (required intervention) was mentioned but not specified and /or assigned to one of the events.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5082815) on 30-jan-2019. The most recent information was received on 18-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pollakiuria ("frequent urination"), feeling abnormal ("brain fog"), insomnia ("sleeplessness") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the allergy to metals, pollakiuria, feeling abnormal, insomnia, weight increased and alopecia had resolved. The reporter considered allergy to metals, alopecia, feeling abnormal, insomnia, pollakiuria and weight increased to be related to essure. The reporter commented: an injury (required intervention) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.